Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittently cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 144mg/dl. Reportedly, the customer was able to load a cartridge successfully, and continued using the pump for insulin therapy.